Event description:
It was reporsted that during preparation for a therapeutic urological draingage procedure, the pigtail of this ureteral stent detached. Another device was used to successfully complete the procedure. There were no patient complications.